Event description:
Event description guidant received information that this implantable cardioverter defibrillator reached eol (end of life indicator) approximately 10 months ago and has now displayed a fault code av 30.